Manufacturer narrative:
Analysis was normal. No anomalies were noted.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-11629, 2017865-2020-11630. It was reported that the patient presented at a follow-up in clinic with syncope. Upon review, the right ventricular lead exhibited increased capture thresholds. The physician alleged the cause of syncope on the entire dual chamber pacing system. The physician explanted and replaced the pacemaker and capped and replaced the right atrial and right ventricular leads on (B)(6) 2020 on the opposite side of the chest. The patient was in stable condition.